Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the tampon fell apart during removal. This occurred with three tampons from two boxes. She was unsure if pieces remained inside. She experienced vaginal odor and visited her doctor. The doctor did not find any remaining pieces of tampon inside. The odor has resolved and she is feeling fine.